Event description:
It was reported that the device had cassette not attached error. This event occurred during testing. There was no patient involvement and harm. During physical inspection, it was found that there was a delaminated downstream occlusion (dso) seal and defective dso sensor.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during the device analysis. The customer reported complaint was confirmed. It was found that the downstream occlusion (dso) seal was delaminated and the dso sensor was defective. Both the dso seal and sensor was replaced.